Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the ats3000 is not holding airpressure. It deflates the cuff when inflated, but not to complete deflation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.